Event description:
1000cc of hyperalimentation fluid infused over one hour period. Rate was accidently set by the rn @950 cc/hr instead of setting the volume @ 950cc. Pt developed chf and hyperglycemia requiring diuretics, insulin and fingerstick glucose monitoring.